Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient's daughter reported the patient had not used or charged the ipg for approximately a year. Communication could not be established with the ipg using the charging system. A magnet was attempted to enable stimulation to no avail. Surgical intervention will take place to address the issue.